Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that far-field r-wave oversensing was occurring and may be causing the device to record episodes and to record time in atrial tachycardia/atrial fibrillation (at/af). 26 minutes time in at/af were recorded by the device over approximately a three month timespan. There was ventricular sensing and some noise on the atrial electrogram signal noted during these episodes. The patient was reportedly not symptomatic to any of this. The physician reprogrammed the atrial sensitivity to 1.2 mv to prevent the noise. The atrial lead was later inactivated. No patient complications have been reported as a result of this event.